Event description:
It was reported that pt was in cardiac arrest. During use, device compressed once and displayed "replace battery." Battery was replaced, system again compressed once and displayed "replace battery." Manual CPR was administered. This report pertains to the autopulse platform, fourteen batteries that were also reported in the associated complaint are covered in report #3003793491-2012-00160.

Manufacturer narrative:
The autopulse platform was not returned for investigation; therefore, an eval cannot be performed.